Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was no "sealant" on the angio-seal device. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2020: the procedure was a peripheral. A 6 fr. Sheath used. A pre deployment angiogram performed. Hemostasis was achieved with a second angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been reassessed and was deemed not reportable.